Manufacturer narrative:
It is not believed that the reported device malfunction caused or contributed to the adverse event. When there is power loss, the machine goes into a safe mode - all functions are halted, blood pump stops, line clamp closes and pt's blood is isolated from the dialysate. The reported problem of power loss with no alarm during treatment may result in blood loss due to clotting of the extracorporeal circuit if it remained undetected, but is not likely to result in serious injury. There was no reported blood loss. Pt's blood was manually returned. (B)(4).

Event description:
Pt was prescribed to have a four hour hemodialysis treatment. With ten minutes remaining, the dialysis machine spontaneously powered down with no audible alarm and would not restart. Personnel manually returned pt's blood per policy. Pt became unresponsive, normal saline was given, CPR initiated, ems called, pt responsive to verbal cues and breathing on his own at discharge from the facility to the hospital. As of (B)(6) 2011 pt remains hospitalized, per report of pt's physician he has aspiration pneumonia. Machine was pulled from floor, was plugged in at the technical area and power came on. After 30 minutes of running, machine powered down again without warning. Front panel on machine was replaced. No further events reported on this machine.